Event description:
The customer reported to olympus, the lock of the angle knob cannot be released on the uretero-reno videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bending section cover had pinhole, forceps channel pinhole, the control unit main body had liquid leakage, up/down plate had liquid leakage, lens guide bundle was leaking, lens guide corrugated tube had liquid leakage and collapsed, bending section cover adhesion had a chip, noise and the video cable had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Correction: operator f device: healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the corrosion of the internal metal due to the internal flooding due to the water-tightness failure of the scope. Olympus will continue to monitor field performance for this device.